Event description:
Allegedly revised due adverse soft tissue reaction to particle debris. Left side.

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-01996, -01998. This report will be updated when investigation is completed. This event occurred in the (B)(6).

Manufacturer narrative:
This report was submitted it error. The stem was not revised.